Event description:
At 1053, the patient's iabp at 1:1 started alarming "air leak, check tubing." All tubing checked, iabp auto to standby. No disconnections or air leaks seen, no blood in iabp tubing. At 1055, flash of blood in iabp tubing. At 1055, flash of blood in iabp tubing approx. 12" in length. Iabp on standby, site prepped for removal after more blood in tubing and pulsating. Balloon d/c'd by md, scant blood with removal. Balloon appeared to be intact. Pressure applied to patient's site where balloon removed. Patient remained stable throughout ordeal.